Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated after she had completed pd treatment and when she removed the cassette in step 9 of the treatment end screen there was fluid leaking inside the cassette area. The pd patient stated that she had also received an "m31 air detected in cassette" alarm at the end of her drain 3. The pd patient verified there was fluid inside the pump module. The pd patient stated she was not required to come into the clinic, no prophylactic medication was provided and she did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient reported one treatment pending delivery of the replacement cycler and confirmed she did not require any medical intervention or additional treatment as a result of the reported missed treatment. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress (ast) was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.